Event description:
It was reported that during a stent procedure resistance was met when the delivery sys was coming out of the guide. Approx 2-3mm prior to the lesion, more resistance was felt, and the physician felt "something was wrong". Angiography revealed the stent had shifted on the delivery sys and was in the left main. The stent was deployed in the left main and the delivery sys was removed without incident. Slow flow was noted distal to the stent so it was decided to place another co's stent distal to the multi-link. The physician was disappointed with the results and felt the circumflex was compromised and the distal flow was still slow. The procedure was discontinued and the pt was in stable condition. It was noted that the pt had diffuse disease throughout the cardiovascular sys.